Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Functional testing including leak and clear passage testing were performed with no issues noted. Clamp function testing was performed and the twist clamp will not align with the notch of the main body. The reported condition was verified. The cause of the condition was related to manufacturing during the milling process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was unable to close; further described as "clamp cannot be closed". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.